Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Investigation summary: level b investigation. Complaint evaluation / complaint history check for the event(s) that occurred. Severity: s2; occurrence: a complaint history check was performed and this is the 4th related complaint for needle clog & the 1st related complaint for needle bent npe on lot # 7024681. Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. If samples are received in the future the complaint will be reopened for further investigation. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed per the applicable operations and met qc specifications. Investigation conclusion: as no samples and/or photo(s) were received the investigation concluded: unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure as no samples or photos were returned. Root cause description: root cause cannot be determined at this time as the issue is unconfirmed as no samples or photos were returned. Rationale: based on the investigation, no additional investigation and no CAPA is required at this time.

Event description:
It was reported that 5 bd ultra-fine¿ nano¿ pen needles 4mm (5/32¿) 32g experienced an inability to deliver insulin/medication during use. The following information was provided by the initial reporter: material no. 320883, batch no. 7024681. Verbatim: from phone call: consumer returned call. She uses the nano pen needle, this box was received from mail order. Lot# 7024681. Sample discarded. Occurrence # 5. Incident date-unknown. Pen needle doesn't work and noticed npe needle is bent. Consumer: I'm diabetic, and I use bd ultra-fine pen needles nano. Even though they cost more than other needles, I use them because they're more comfortable and heretofore have been very consistent. However, in my latest box of needles, I encountered two needles that were unusable. The interior portion of the needle that is intended to pierce the plastic covering the tip of the pen needle is either twisted or bent.